Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When implanting the stem, a fracture occurred around the calcar. Surgeon removed the stem and cabled the femur and decided to implant a collared corail one size larger. Doi: (B)(6) 2017; dor: (B)(6) 2017; right hip.